Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menses") and abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), feeling abnormal ("mental fog") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (endometrial ablation procedure on (B)(6) 2012) and surgery (hysterectomy with left salpingectomy and adhesiolysis (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, abdominal pain, menstrual disorder, back pain, dysmenorrhoea, dyspareunia, feeling abnormal and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, menstrual disorder and procedural pain to be related to essure. The reporter commented: plaintiff's symptoms have mostly resolved, following surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and experienced prolonged menses and abdominal pain. An endometrial ablation procedure was performed. The plaintiff was also submitted to a hysterectomy with left salpingectomy and adhesiolysis and essure was removed on (B)(6) 2013. Menses pattern changes and abdominal pain may occur with essure therapy. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("prolonged menses"), genital haemorrhage ("abnormal bledding (general)") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, lsil and cesarean section (2008 and 2010) in 2008. Previously administered products included for an unreported indication: birth control pills from 2005 to 2007. Concomitant products included medroxyprogesterone acetate (depo-provera) from november 2010 to december 2011. On (B)(6) 2010 , the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced feeling abnormal ("mental fog"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal") and complication of device removal ("complication of device removal"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (endometrial ablation procedure on (B)(6) 2012) and surgery (hysterectomy with left salpingectomy and adhesiolysis (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal and vaginal haemorrhage had resolved and the menstrual disorder, procedural pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, back pain, complication of device removal, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff¿s symptoms have mostly resolved, following surgery.patient tolerated placement without difficulty diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes patient had pelvic ultrasound which showed a normal uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhagia, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received, reporter added, patient concomitant and historical condition added, concomitant and historical drug added, events added as :-vaginal haemorrhage, pelvic pain, genital haemorrhage and complication of device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menses") and abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), feeling abnormal ("mental fog") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (endometrial ablation procedure on (B)(6) 2012) and surgery (hysterectomy with left salpingectomy and adhesiolysis (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, abdominal pain, menstrual disorder, back pain, dysmenorrhoea, dyspareunia, feeling abnormal and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, menstrual disorder and procedural pain to be related to essure. The reporter commented: plaintiff's symptoms have mostly resolved, following surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and experienced prolonged menses and abdominal pain. An endometrial ablation procedure was performed. The plaintiff was also submitted to a hysterectomy with left salpingectomy and adhesiolysis and essure was removed on (B)(6) 2013. Menses pattern changes and abdominal pain may occur with essure therapy. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.